Event description:
A customer reported to baxter (B)(4) of a blood/solution infusion set with clearlink and hand pump in which customer observed 'the reflux valve not stopping blood returning to bag.' The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a blood/solution infusion set with clearlink and hand pump in which customer observed "the reflux valve not stopping blood returning to bag" was confirmed during sample evaluation. Companion sample with unopened pouch was available for evaluation. Upon visual inspection, no obvious defect was found. Leakage test was conducted on the returned sample and found the barrel is unable to resist collapsing for 2 second or more. No other tests were performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.